Event description:
A customer in new zealand reported that during a procedure with quatera 700, during irrigation/aspiration, the vacuum remains on even when he withdraws his foot from the foot pedal. This caused a capsular tear for one of his patients. The planned lens was not implanted; the patient received a 3-piece iol due to damage to the capsular bag.

Manufacturer narrative:
Description of changes: g3: added "date received by manufacturer" g6: type of report, selected "30-day" and "follow-up" h2: if follow-up, what type? , selected "device evaluation". H3: updated device evaluated by manufacturer to "yes". H6: added type of investigation "10, testing of actual/ suspected device" and "4121, even history log review". Updated investigation findings to " 104, software problem identified". Updated investigation conclusions to"12, cause traced to device design".